Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 26 of the patient's mouth. Details of surgery: sinus perforation and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.